Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming transducer fault. There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed transducer pt801 has failed.